Manufacturer narrative:
Follow-up #1: date of submission 02/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2015 with the following findings:a review of the black box showed an unusual power interruption on 11/01/2014. The returned battery cap had stripped threads and was unable to fit securely to the pump; reboots were duplicated with the returned battery cap. A test battery cap was used to complete investigation. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test using the test battery cap, with no power interruption. The current draws were tested and were found to be within required specifications. No errors, alarms, or warnings occurred during investigation. The pump cover was removed and there were no defects found to the power circuit. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was not alerting the user when the battery was running low. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.